Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display but it kept beeping. The display returned after troubleshooting. The insulin pump alarmed unexpected restart. Customer's blood glucose level was 67 mg/dl. In the alarm history there was one unexpected restart, one external error, and eight displayable history check failed on startup alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was programmed with multiple boluses and was monitored. All bolus deliveries were shown properly in the bolus history screen. No unexpected external ram crc or unexpected restart alarms, blank display anomalies, audio/beep anomalies, history anomalies, reset anomalies or restart anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. Multiple displayable history alarms were found in the alarm history screen due to corrupted history files. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.